Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) alarming was confirmed via the mpu¿s functional evaluation; the reported event of the mpu¿s cord being damaged was not confirmed. The returned mpu (serial number (B)(6)) was functionally tested at the service depot where a yellow wrench alarm was reproduced upon connecting the mpu to power. This issue resolved upon replacing the unit¿s power supply printed circuit board (pcb); then, the unit functioned as intended and was returned to the customer site after passing all tests per procedure. The unit¿s original power supply pcb was forwarded to the product performance engineering department for further analysis where one of its capacitors was observed to be electrically compromised, resulting in the alarm. The root cause of the reported alarm was a nonconforming capacitor on the mpu¿s power supply printed circuit board assembly and a corrective action was initiated to investigate this issue. The root cause of the reported power cable damage was unable to be conclusively determined. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their mpu. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook (rev. D, section entitled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A4: patient weight not provided. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a replacement was requested due to the mobile power unit (mpu) alarming when plugged into at night. The cord that came with the mpu was also knotting and bunching up pretty bad. No troubleshooting attempts were performed, and the clinic did not try to replace anything.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the cord had not come loose and there were no environmental circumstances that cause the alarm. The mpu was removed from service and disposed of per acelis.

Manufacturer narrative:
Manufacturer's investigation conclusion: the unit¿s original power supply pcb was forwarded to the product performance engineering department for further analysis where one of its capacitors was observed to be electrically compromised, resulting in the alarm. The root cause of the reported alarm was determined to be due to a compromised capacitor on the mpu¿s power supply assembly. A manufacturing task has been opened to further investigate this issue. The root cause of the reported power cable damage was unable to be conclusively determined. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) alarming was confirmed via the mpu¿s functional evaluation; the reported event of the mpu¿s cord being damaged was not confirmed. The returned mpu (serial number (B)(6)) was functionally tested at the service depot where a yellow wrench alarm was reproduced upon connecting the mpu to power. This issue resolved upon replacing the unit¿s power supply printed circuit board (pcb); then, the unit functioned as intended and was returned to the customer site after passing all tests per procedure. The unit¿s original power supply pcb was forwarded to the product performance engineering department for further analysis where one of its components was observed to be electrically damaged, resulting in the alarm. The root cause of the reported alarm was determined to have been component damage to the mpu¿s power supply pcb; however, the root cause of this damage was unable to be conclusively determined. The root cause of the reported cord damage was unable to be conclusively determined. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their mpu. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook (rev. D, section entitled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.